Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the menu key on the front panel did not work" was caused by a panel unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer's allegation of the image under nbi mode was red due to defective led light and that there was interference in the image due to deformed video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the video system center exhibited : the menu key on the front panel did not work. The issue was found during preparation for use for a diagnostic gastroscope procedure. The procedure was completed using a similar device. There was no patient involvement.